Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of faulty touch-pen calibration, there was a deviation between the stylus and the cursor on the screen and a stylus calibration did not resolve. It was additionally noted that the release pin connector socket cardbus was broken and that a software error was observed in the update history. The touchscreen and connector socket cardbus were replaced, the touchscreen was calibrated, new software was installed and the device was cleaned. It then passed its electrical safety test as well as all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch pen's calibration was faulty. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned to service.